Manufacturer narrative:
Approximate age of device ¿ 2 years, 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. The pump was returned for investigation. No further information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed based on the evaluation of the returned device. Upon disassembly of the device, examination of the distal side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found strongly adhered around the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings were denatured and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, the thrombi were obstructing approximately 15 to 25 percent of the blood flow path in this location. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values, comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/26/2016 stated that the patient presented to the hospital with severe hemolysis. The patient had computed tomography angiography (cta), echocardiogram with ramp study, and driveline x-rays. The patient¿s lactate dehydrogenase (ldh) level is monitored daily, together with haptoglobin and free hemoglobin. Cta findings indicated stable appearance of the outflow cannula and distal anastomosis. The patient¿s ldh level went over 1,000 u/l in integrillin and heparin. It was also indicated that the patient¿s creatinine and bilirubin levels were increasing. The patient¿s pump parameters were stable. The patient was treated with heparin and integrillin in response to the suspected thrombus. The patient¿s inr ranged from 2.04 to 1.90 from (B)(6) 2016 when admitted.